Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 300 mg/dl with polyuria and polydypsia associated with an intermittent power issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that at the time of the power interruption, the yellow o-ring was visible at the battery cap. It was determined by customer technical support that the patient did not tighten the battery cap per its instructions for use. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in not correctly tightening the battery cap to the pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings: the last basal delivery was on (B)(6) 2015 7:02pm. The data from the complaint date had been overwritten due to continued use of the device. The total daily dose added up correctly and reflected the programmed basal rate target. The battery cap was able to fit securely and to maintain electrical connection and measured within specifications. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly with no power interruption during the investigation. The pump reflected 24u after a 24hr on 1u/hr duration test. The product delivered within specifications. The pump cover was removed and no intermittent condition was observed. The orginal complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.